Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. An attempt was made to inflate the device and a rupture was noted on the balloon. The device was unable to be fully inflated due to the rupture. Therefore, the investigation is confirmed for the reported inflation issue and for a balloon rupture. The balloon rupture was identified to be the cause of the leak. However, the definitive root cause for the rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 07/2021).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly had inflation issues. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date 07/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly had inflation issues. No further treatment was needed. There was no reported patient injury.